Manufacturer narrative:
Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for all libre sensors and libre sensor kits within expiration at the time of complaint (nov 2016 to nov 2017), and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An infection was reported with use of an adc freestle libre sensor. Customer's father reported that during his son's 12-day wear of the sensor, he experienced skin irritation; swelling, and peeling of the skin at the sensor site. Customer had contact with a healthcare professional and was prescribed fucicort (betamethasone) and eromycin (erythromycin) antibiotics for treatment. There was no report of death or permanent injury associated with this event.